Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the smart remote manager required readjustment or remounting on the refrigerator. A field service engineer was unable to recreate the problem, no issue found. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager had to be readjusted or remounted on the fridge. The customer reported that there was a delay in dispensing medications to the patient.. There were no adverse events or injuries reported based on this event.